Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
On (B)(6) 2024, the patient underwent a thrombectomy procedure using an indigo system lightning flash aspiration tubing (flash tubing), indigo system flash aspiration catheter (flash catheter), and a neuron select catheter 6f (6f select). The patient''s baseline hemoglobin was noted to be 11 g/dl before the procedure and dropped to 5.1 g/dl post procedure. The patient received a transfusion of 2 units of packed red blood cells to treat the anemia. It was reported that a CT scan of the pelvis showed no signs of a gi bleed. Anemia was reported to be a serious adverse event with a possible relationship to the indigo aspiration system and a possible relationship to the index procedure.